Event description:
On (B)(6) 2009, the patient reported his insulin infusion sets are not properly adhering to his skin. He stated he cleans his site area with an alcohol swab and allows it to dry before using an IV prep wipe. He said this has only occurred with his current box of infusion sets and he does not see any physical damage to the product before he inserts it into his body. The infusion sets are not exposed to any extreme temperatures or direct sunlight. Courtesy infusion sets, a liquid adhesive product and an adhesive remover product were sent to the patient. The patient had discarded the infusion sets at issue. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.